Manufacturer narrative:
Medwatch mw5070663. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a 3000ml exactamix bag had a small pin-sized hole on the top right corner seam of the bag. There was no report of patient injury or medical intervention associated with this event. No additional information is available.